Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The microswitch was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/21/18 phone call, 2/26/18 phone call, 2/27/18 phone call. Unique identifier ¿ (B)(4).

Event description:
The hospital reported the bag/vent switch was not working as expected. There was no reported patient injury.